Event description:
The customer initially reported that the evis lucera elite gastrointestinal videoscope had a bad image. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was found in the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the scope connector, a noise image occurs. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip and crack, due to a dent on the channel tube, the forceps cannot be inserted smoothly, the scope connector had a scratch, the electrical contact of the endoscope connector was shaved, switch #1 had a scratch, the plastic distal end cover had a scratch, the connecting tube had a scratch, discoloration, wrinkle and the coating was peeling, the objective lens had a scratch, the light guide cover glass had a scratch, the scope connector cover unit had a scratch, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a wrinkle, the image guide protector had a scratch, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, switch #4 had wear, the suction cylinder was shaved, the forceps elevator had a scratch, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the control unit had a scratch, and the paint on the suction cylinder was peeled. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which states: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.